Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report:1627487-2017-00761. It was reported the patient suffered a fall and hit their head and since then stimulation has been ineffective. Lead diagnostics revealed multiple impedances were out of range. X-rays and surgical intervention may be pending to address this issue.